Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the concomitant guide wire was stuck as well so that he applied excessive pulling force to remove it and that was possibly the reason why this occurred. The patient had been fine without problem. The returned microcatheter was missing its tip. Strands of the catheter shaft were disarranged and the catheter shaft became wavy due to accumulated torsion. Proximal to the broken tip, multiple cracks were observed on the remaining tip polymer, suggesting the tip was torn off due to tensile stress. At the end of broken tip, inner braids were exposed and the catheter lumen was narrowed. Measuring the returned microcatheter revealed that the tip was torn off at approximately 5 mm from the tip end. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsional and tensile stress exceeding the product design limit might be locally applied on the border between the catheter tip and the catheter shaft while the catheter tip was trapped by the heavily calcified lesion, leading the tip to be damaged and eventually torn off. There was no indication of product deficiency. Instructions for use states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified 75% stenosis in the lcx #13 and a heavily calcified 90% stenosis in the lcx #15, the tip of the subject microcatheter became separated and remained in the anatomy. After a 0.014 inch guide wire crossed the lesion, the subject microcatheter was advanced over the guide wire to cross the lesion in the lcx #15 via ac branch but failed. A balloon catheter was advanced to expand the lesion but could not cross the lesion. Backed up with a non-asahi catheter, an asahi penetration catheter was advanced and crossed the lesion. Then the balloon was again advanced to cross but failed. The subject microcatheter was also re-advanced but failed. The physician then decided to implement rotablation and removed the guide wire. The microcatheter was trapped by the lesion and its tip became separated along with wire removal. Several guide wires were advanced in parallel to intertwine and retrieve the separated tip but failed to cross. The physician decided to leave the separated tip as is and "fini" because the blood flow of the lcx #15 was confirmed.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.